Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a critical pump error. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer states she was swimming and noticed a crack on back of pump by battery compartment. The customer states the pump was not exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.